Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to a thyroidectomy procedure, when the nurse connected the device and the hand piece and torqued tightly, the tip of hand piece broke when the nurse did the testing. Then they replaced another device and hand piece to continue the surgery. Noted that the usage of hand piece didn't exceed one hundred times. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Correction: customer advised that the threaded stud of the handpiece broke off into the mounting area of the device. This file does not meet the criteria for a reportable event.